Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, it displayed a "defib fault 80" and a "defib fault 109" message during an attempt to charge the device. The complainant indicated that there was no pt involvement in the reported malfunction.